Manufacturer narrative:
Patient weight at the time of the event provided on 2020-feb-25. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-feb-25. It was reported that the programmer used to program the incorrect catheter information into the pump was an older 8840 programmer. The serial number of the programmer and the software card version were unknown as the issue occurred in 2013. The patient's weight was provided at the time of the event. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, product type: programmer, physician. Product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the rep could not aspirate from the patient's catheter during a pump replacement procedure. The rep reported that they could aspirate from the catheter, but it was decided that the catheter should be replaced. The rep also noted that the catheter was registered as a different product than what was showing on the programmer. The programmer showed that the catheter was 42 cm long and the pump was in the abdomen. No symptoms were reported. No further complications were reported. Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-feb-07. It was reported that the person who initially reported the event was the healthcare provider (hcp). It was also reported that the pump replacement was due to eri. The cause of the inability to aspirate the catheter was not determined. However, the issue was resolved with the replacement of the catheter. The catheter remained in the body and tied off while the pump was discarded by the account. The issue with the patient's catheter being registered incorrectly was due to how the catheter information was entered into the programmer. No further complications were reported.